Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that "the motor is blocked". No further information was provided. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings:a review of the black box did not find any errors, alarms, or warnings related to the complaint. The pump powered on normally and successfully completed rewind, load, and prime steps with no motor issues. The pump was exercised for 24 hours with no motor issues occurring. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was faded and the battery compartment was cracked.